Manufacturer narrative:
Further information was requested but not received.

Event description:
During follow-up, noise was observed on the pacemaker. The event was resolved by explanting and replacing the pacemaker. The patient was in stable condition.

Manufacturer narrative:
Reported event of noise was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including, sensitivity test, cross talk test, and inspection of header and connectors showed normal device characteristics with no anomaly contributing to reported event of noise. Longevity assessment was performed, and the device was found in the normal range of operation with appropriate remaining longevity.